Event description:
It was reported that the back decorative screw was found to be missing and the device fell apart during a total knee procedure. Another device was used to complete the procedure. Nothing fell into the site, and there was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on the investigation details, the reported event of the device falling apart can be confirmed, although there was no missing screw. The back dec screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave the metals within the handpiece expand and contract, thus potentially causing the back screw to loosen over time.